Manufacturer narrative:
D2b pro code: dsk.

Event description:
It was reported that an inaccurate measurement occurred. An avvigo+ multi-modality guidance system was selected for ultrasound examination of the target lesion. It was reported that the diastolic hyperemia-free ratio (dfr) was missing from the screen. The device was restarted and the dfr result was visible, however, the physician suspected the result was inaccurately elevated. There were no patient complications.